Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of occlusion alarm occurring immediately after power-on during multiple dates and times. The reported issue was not duplicated during functional testing. No faults were found during testing. The problem source could not be identified, as a preventive measure the downstream sensor was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during precheck a cadd-solis vip, mdl 2120, pump exhibited a "high pressure, upstream occlusion" alarm. It was reported the product successfully passed the self check, but the after that, this alarm sounded before the stop message appeared. Per reporter the customer detached the cassette from the pump and then attached the cassette again and after that the alarm was cleared and the stop message came up. No patient involvement. No additional information is available at this time.